Event description:
Info received indicates the stretcher is slowly drifting down after pumping it up.

Manufacturer narrative:
The technician replaced both the head and foot hydraulic cylinders to repair the stretcher.